Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk. The device had cracked case at display window corners, display window, cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.